Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was confirmed on (B)(6) 2016. User has a t:slim g4 pump, but does not utilize the cgm option. Basal rate setting is at .42 u/hr all day. There were no erratic bolus requests made. There were no obvious deliveries or requests that would cause low bg levels. User may need to consult with hcp regarding basal rate settings. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 67 mg/dl. The customer drank orange juice to address bg level. The customer reported that the cause of the low bg levels were unknown.